Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer replaced the communication sled; however, the issue persisted. The complaint was subsequently closed because other tickets reportedly existed for the same issue. Attempts to identify and review those related tickets were unsuccessful, and a follow-up request for additional information from the fse did not receive a response. No further repair information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connected to fridge and currently not listed in remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.